Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. Information received in february 13, 2013 that patient while lying on his left side experienced diaphragmatic pacing. Device was reprogrammed to l v tip to can (unipolar) to try and reduce chance of diaphragmatic pacing occuring again. The physician was unknown. Facility was (B)(6) hospital in united kingdom. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).